Event description:
Device malfunction: stent dislodgement time of malfunction: during advancement time of symptoms/ae: during the procedure symptoms/ae: none it was reported that during a stenting procedure in the area of the celiac, while the device was being advanced in the vessel, the stent became dislodged from the balloon. It was noted that a snare device was utilized to retrieve the stent without any patient consequence. No additional information is available.

Manufacturer narrative:
During processing of this complaint. Product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.